Manufacturer narrative:
Concomitant medical products- model: h120, competitor cardiac resynchronization therapy pacemaker (crt-p); implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed a potential fracture. During a generator change out procedure it was discovered that the left subclavian was occluded and the rv lead was not able to be extracted. The physician chose to utilize the patients current left ventricular (lv) lead and connected it into the rv port of the cardiac resynchronization therapy pacemaker (crt-p) and the current pace/sense portion of the rv lead was connected into the lv port. The low voltage, pace/sense portion of the lead remains in use, while the high voltage, defibrillation coils were previously capped due to a system downgrade. No patient complications have been reported as a result of this event.